Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 01/23/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a lens case. The product was inspected by a qualified inspector using a 12x magnification microscope and it can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No other anomalies were identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search in the complaint history revealed no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result, of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens had a dent observed when removing from packaging. There was no patient involvement. No further information provided.